Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. Physio has made multiple attempts to contact the customer including written correspondence , regarding the status of their device but has not been successful. It is unknown if the customer was able to repair the device or will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a routine check on their device, they observed that the device will not charge for defibrillation energy. There was no patient use associated with the reported event.